Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 27-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implanted pump for non-malignant pain. It was reported the patient was getting bolus disabled and were not able to get a bolus with the personal therapy manager (ptm). The event date was (B)(6) 2019. It was also reported there was a break in catheter which occurred five weeks ago ((B)(6) 2019). The patient had the replacement on (B)(6) 2019. It was noted the medication was at ¿2.4, 1.2 and cut down again¿ because the patient was getting loopy and started to have kidney failure and was at 0.9 at the moment. It was further reported the issue was ¿the lady that came showed how to use the new ptm but right now when trying to hook up¿ it said patient bolus was disabled. No further complications were reported/anticipated or expected.